Manufacturer narrative:
On september 18, 2023, the mentor analysis lab received the suspect medical device for evaluation. On september 20, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 14, 2023, mentor was notified that the patient's pathology/cytology results indicated squamous cell carcinoma of the breast capsule. On august 15, 2023, mentor was notified that the patient underwent bilateral removal on (B)(6) 2023. Pathology/cytology results were received indicating left-sided squamous cell carcinoma. This report is for the left side. A copy of the pathology reads as follows: a. Left breast capsule: fibrotic capsule with atypical squamous cell proliferation. A panel of immunohistochemical studies was performed (a1:ck7, ck20, ER, gata3, ck5/6, p63) and atypical cells are positive for p63, ck5/6, gated 3 (focal) and negative for the remaining markers. B. Right breast capsule: benign fibrotic capsule. Comment: the findings from the left breast capsule (part a) are suspicious for breast-implant-associated invasive squamous cell carcinoma. Invasion through the capsule and into underlying soft tissue, breast tissue, or skeletal muscle was not identified. The lack of malignancy, lack of a co-existing conventional invasive mammary carcinoma/dcis, and anatomic presentation of the disease all favor breast implant-associated squamous cell carcinoma (bia-scc). Based on the report source (i.e., copy of pathology/cytology results with definitive positive result and/or physician report of cytology/pathology confirmed disease), this is classified as a ¿confirmed¿ case of squamous cell carcinoma related to the breast capsule. At the time of diagnosis, the patient had mentor breast implants, but the patient¿s breast implant history is unknown. Therefore, this case is classified as mentor mixed squamous cell carcinoma related to the breast capsule. Other cancers are known potential complications that may be associated with the use of breast implants and is listed in the instructions for use (IFU) as such. Based on the report source (copy of pathology/cytology results with definitive positive result and/or physician report of cytology/pathology confirmed disease) this case will be classified as a ¿confirmed¿ case of scc related to the breast capsule. Per the information provided, the patient had mentor breast implants at the time of the scc diagnosis, the breast implant history is unknown. Therefore, this case is classified as a ¿confirmed¿ mentor mixed scc case related to the breast capsule. Additionally, the following information regarding the complaint device identity was provided. Size: 325cc brand: mentor smooth round moderate profile catalog: 3501650 lot: 5933291 a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. On september 06, 2023, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation (B)(4).

Event description:
It was reported that a 40-year-old female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant and capsular contracture of the right breast during an in-office visit with a medical professional. However, no baker grade rating was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation and event were provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-04090 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).